Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture observed an external fluid leak from the filter housing. The reported condition was verified. The cause was likely a mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m150, an external fluid leak was observed. There was no patient involvement. No additional information is available.